Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer went for a walk, drank water and check the pump to address bg.